Event description:
Procedure: low anterior resection / double stapling. According to the reporter: the shaft was broken during procedure. New device was opened to complete procedure. There was tissue damage and unanticipated tissue loss.

Manufacturer narrative:
(B)(4).